Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the surgery had started but before any bone cuts were made the air hose for the burr handpiece broke. The surgeon chose to abort the procedure after patient was given anesthesia due to the hose failing. Diligence is in process. No additional information is available. No adverse events were reported as a result of this malfunction.

Event description:
Due diligence is complete and no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d1, d4, d9, d10, e1, g3, g6, h2, h3, h6, h11. Functional testing of the hose with a known working handpiece confirmed there was air leaking from the hose where it connected to the handpiece. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.